Manufacturer narrative:
Technical support identified several medical conditions that may interfere with the inratio test which included: anemia, ms, and thyroid disorder. The patient's current health status and current medications may affect the action of oral anticoagulants and cannot be ruled out as a possible root cause for the observed inr results. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 1.6; 2nd inr = 2.0; mean = 1.8; sd = 0.28; %cv = 15.71. Inratio meter results passed criteria for precision, generating a %cv less than 20%. In-house therapeutic donor testing was performed on reported lot # 304239 on (B)(6) 2013. Results were as follows: donor (B)(6), inratio: 3.2, 3.4, 3.0, ref 2.36, bias threshold: 1.36 - 3.36, %cv: 6.25; donor (B)(6); 3.2, 3.6, 3.1; 2.97; 1.97 - 3.97; 8.02. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Patient's condition as a cause of the unexpected results cannot be ruled out. As reviewed on 6/11/2013, 11 discrepant result complaints were reported for lot #304239 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: initial inr = 1.6; retest inr = 2.0. Pt self tester's therapeutic range: 2.0-3.0. Time between tests: <20 mins.